Manufacturer narrative:
Corrected data: b5, d1, and concomitant product.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the flanks and upper abdomen, and underwent corrective liposuction on (B)(6) 2021 (first round) and (B)(6) 2021 (second round) using the cooladvantage and cooladvantage plus applicators and presented with recurring ph post op. The related complaint is manufacturer report number is 3007215625-2023-10046.

Event description:
A provider reported to allergan that a patient received a coolsculpting treatment to the flanks and underwent corrective liposuction on (B)(6) 2021 (first round) and (B)(6) 2021 (second round) and presented with recurring ph post op. The related complaint is manufacturer report number is 3007215625-2023-10046.

Manufacturer narrative:
The related complaint is manufacturer report number 3007215625-2023-10046. Paradoxical hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Additional information has been received that patient received coolsculpting treatment to the flanks and upper abdomen, underwent corrective liposuction and presented with recurring paradoxical hyperplasia (ph).

Manufacturer narrative:
Additional information: b5. Corrected data: a4.